Manufacturer narrative:
A partial lead with the connector portion measuring 8.3 cm and distal portion measuring 42.0 cm were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, d10, h1, h3, h6, h10. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with the symptoms of progressive dyspnea. The physician stated that these symptoms were not due to lead or device. Significantly increase in capture threshold and intermittent loss of capture at high pacing outputs on the rv lead were observed. Decrease in r waves amplitude and possible noise on the discrimination channel were also noted. Lead dislodgement or other lead issue were suspected. Non-sustained ventricular tachycardia episodes due to r-waves undersensing was observed. Lead testing, fluoroscopy, lead revision, and programming changes were suggested.